Event description:
During preventative maintenance of the device, the ECG signal was unable to be obtained while testing pacer function. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.